Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The patient had a follow up transesophageal echocardiography (tee) and imaging revealed the closure device was proximal to the ostium and in some views under compressed not meeting position, anchor, size and seal (pass) criteria and a 2.5mm leak was noted. No intervention has been performed or is planned. There were no patient complications.